Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, a root cause could not be identified. It is likely the following led to the malfunction: damage on the charge-coupled device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was showing an error on the display. The issue was noted during reprocessing. There were no reports of patient harm or impact associated with this event.